Manufacturer narrative:
(B)(4). This report is being filed on an international product; tecnis opti-blue 1-piece iol, model zcb00v that has a similar product, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the inner case of an intraocular lens, model zcb00v, was opened, a black debris, like a metal, was observed on the optic part. Therefore, the surgeon did not use it. The operation was completed safely using another zcb00v. No patient injury or no patient contact were reported. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer in its original package. Surface residuals (particles, fibers and ovd residues) were observed on the lens which indicated that the unit was handled and prepared for surgical use. The lens was also observed with a black debris/particle on the optic zone. Therefore, the customer's reported complaint was verified. The analysis by fourier transform infrared (ftir) spectroscopy of the foreign debris showed that it was consistent with a complex carboxylic acid. The energy-dispersive x-ray spectroscopy (edx) revealed a mixture of chloride salts and aluminium (metal). This material is not part of the intraocular lens zcb00 and not related to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. Prior to release, the lenses are 100% cleaned and inspected at 10x microscopic magnification. The product was manufactured and released according to specification. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to this complaint. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Also, the dfu instructs the physicians to inspect the unit once the box was opened. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to abbott medical optics has been submitted.